Manufacturer narrative:
Complaint confirmed, the plate broke in two near the middle oblong hole. Evaluation shows the plate was bent about 30 degrees before breaking. Likely causes include not following proper surgical technique, post-op noncompliance prior to full bone healing. Per surgical technique, bending the plate with excessive acute angles may potentially lead to plate fatigue, failure, and/or breakage in-situ.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the plate fracture clavicle occurred five weeks after the primary implantation in a young, healthy patient with an acute fracture. It was further reported that the plate was not pre-bent. The broken plate shows that a plastic deformity occurred before the fracture. Additional information 10-jan-2020. It was further reported that the osteosynthesis clavicle surgery was initially successfully performed in (B)(6) 2019. Due to the initially reported event a reosteosynthesis with a synthesis plate was needed and the revision surgery was performed successfully on (B)(6) 2019.